Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink near the distal tip of the shaft. As the initial event did not mention this damage on the shaft, it is possible this damage occurred during transportation or storage of the device. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after pre-mapping, the sheath's valve was damaged and would not stop bleeding. There was blood in the sheath noted and air was noted after aspirations. No air was seen in the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after pre-mapping, the sheath's valve was damaged and would not stop bleeding. There was blood in the sheath noted and air was noted after aspirations. No air was seen in the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.